Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2014 with the following findings: a review of the pump¿s black box data revealed multiple replace battery alarms. The evidence of frequent replace battery alarms revealed evidence of short battery life and excessive battery usage. During testing, the battery cap was able to fully secure onto the pump. The current draws measured within specifications. The pump was opened and evidence of moisture was observed on the internal components of the pump. Unrelated to the initial complaint, the battery compartment was observed to be cracked, and the display screen was dim and discolored.